Event description:
It was reported that customer received a button error alarm even after battery change. It was reported that buttons were not responding. It was also reported that there was condensation under display screen. Customer's blood glucose was 11.7 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.